Event description:
The facility representative reported a flogard infusion pump that "displays an error". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem was confirmed, during service evaluation, as failure code 94. The cause of the problem was a defective battery. Service replaced the main battery to fix the problem.